Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube detached from hub event on (B)(6) 2024. Infusion set has been used for about 1 day. The blood glucose level was 130mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.